Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / dermabond, involved contributed to the adverse events described in the article, specifically: tatooing, revision of the philtral scar? If yes, provide details of event and specific product code. Can specific patient demographics be provided for the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention, product involved, pre-existing conditions. Are the product code and lot number available for device used, dermabond? (B)(4).

Event description:
It was reported in a journal article that a man was assaulted and sustained a fractured nose, a 10-mm sickle-shaped laceration to the dorsum of his nose, a 15-mm trapdoor-type laceration to his philtral column, and loss of his upper left central incisor. He attended his local emergency department immediately after the assault. His wounds were cleaned and closed primarily with topical skin adhesive. He was discharged to a general practitioner follow-up. Twelve months later, the patient was referred for a plastic surgical opinion because he was concerned with the appearance of his scars and the distorted appearance of his nose. The scars were pigmented a dark blue color following the wound closure, with the philtral scar being the most significantly affected. He subsequently underwent revision of the philtral scar and a rhinoplasty under general anesthesia. A z-plasty was incorporated into the contracted vertical limb of the scar to improve the cosmetic appearance. The patient was satisfied with the postoperative result. Histological analysis of the excised scar tissue demonstrated the presence of pigment lying free in the dermis associated with a mild inflammatory cell reaction. Additional information was requested.